Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) examined the architect c4000 analyzer (serial number (B)(4)) and noticed that the cuvette dry tip was dirty and the r1 probe was bent. The fsr performed multiple troubleshooting services including the replacement of the c4/c8 rgt pr rohs (ln 01g47-04), the sample probe (ln 01g48-04), and the cc cuv dry tip (ln 09d51-02). The replacement of the parts has resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant magnesium results from the customer since the current complaint. The trending review did not identify any trends for the parts replaced and for the analyzer. The device history record was reviewed, and no non-conformances or deviations were identified for the parts and for the analyzer associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported a false elevated magnesium (mg) result for a patient while running on the architect c4000 analyzer. The following data was provided (customer¿s normal range: 1.7-2.8 mg/dl): sample ID (B)(6) = initial mg result = 7.6 mg/dl, repeat mg result = 2.2 mg/dl there was no impact to patient management reported.